Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient was seen for two year check. Patient experiencing increased pain. X-ray shows fractured poly.

Manufacturer narrative:
The reported event of broken sliding core was confirmed. In the case presented a patient had been treated with star ankle prosthesis in december 2010. After an implantation period of nearly. 10 years the patient was seen for 2-years-check where x-rays revealed a fractured poly which was exchanged in june 2018. External laboratory for appropriate storage and stage 1 investigation revealed by using a digital microscope. Provided images showed the component was fractured right angled to the trough whereof the fracture itself had occurred in diagonal direction. The component had evidence of iatrogenic damage on both the superior and inferior surfaces. Received medical records were forwarded to a hcp for review. His comments, based on received limited images, were (in extracts): - revisional procedure secondary to failure of the implant. - the oblique and the anterior/posterior projection, reveal cystic changes above the tibial component. - talar component is rotated internally and rests in a varus attitude in relation to the tibial component. - lateral projection of the ankle appears to be aligned, other than the metal indicator confirming poly fracture. - the consequence of fatigue fracture is poor component alignment and incongruent polyethylene articulation between the tibial and talar components. - cystic changes and possible varus subsidence, unevenly load the polyethylene component. - cyst formation tend to weaken the stability of the implant, and probably lead to implant loosening, distorting the loads to the talus and the poly component, the result ¿...varus talar component subsidence with fracture of the poly general aspects: the ankle joint with a star implant is a complex mechanisms of motion and is dependent upon proper alignment. A malalignment to this ankle joint complex system affects the interactions between metal and poly and causes degradation of the poly and visual wear on the metal. This is not a design flaw; it is a departure from proper placement of the implant (ref 1235537, dr. Mückter). In this case the poly had broken after an implantation period of nearly 10 years. According to the medical opinion the poly had suffered from mis-aligned contact with the other components. As no earlier x-rays than in june 2018 were available it could not be determined whether mis-alignment had its origin in the initial treatment or if the anatomical environment / requirements had changed over the years. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated poly breakage was addressed adequately. There were no actions in place related to the reported event for the subject product. With above available information the event was not caused by a deficiency of the device.

Event description:
Patient was seen for two year check. Patient experiencing increased pain. X-ray shows fractured poly.